Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece was not functional and there was no motor rotation. The issue had been discovered prior to the surgery. So, there was no harm or delay reported. The surgery was re-scheduled.